Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the surgeon stated that surgeon was doing a side by side anastomosis and fired the tlc75 to make the common lumen. One side of the staple line was fine, however the other side never formed because the surgeon claims there were no staples on the other side of the cut line. The surgeon said this was the first firing of this device. The surgeon hand sewn the anastomosis to complete the case.